Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the apollo tip was broken while the physician was injecting onyx through it. There was no resistance during advancement, the apollo tip was embedded in the onyx cast and remained in the patient. There was no note of vessel calcification. No images were available for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter tip that detached prematurely. The patient was undergoing a procedure for liquid embolization to treat a dural arteriovenous fistula. Vessel tortuosity was moderate. It was reported that the apollo catheter and all accessory devices were prepared according to the instructions for use (IFU). The physician advanced the apollo to the lesion and began onyx injection. While the onyx was still being injected, the tip of the apollo catheter broke between the two markers. The physician removed the apollo catheter and replaced with another manufacturer's device to finish filling which was successful. The physician was uncertain of the exact injection rate but believed it to be within the limit, per usual procedure. There were no patient symptoms or complications associated with the event. It was noted there was no patient injury.